Event description:
It was reported the physician had difficulty obtaining a good r wave measurement during a pacemaker implant. The physician felt as though the analyzer used with programmer didn't assess accurately (giving inaccurate reading). The analyzer is still in use. No patient complications have been reported as a result of this event.